Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The original complaint was unable to be duplicated. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the bumper pad. There was moisture observed inside the battery compartment. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. A leak test was performed and passes with no leaks found. (B)(4).